Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient's external devices had intermittent connection with the ipg; however the stimulation was on. Over the following week, the communication became more intermittent and eventually the ipg was unable to connect to the external devices. Troubleshooting steps were not successful. Surgical intervention may take place to address the issue.

Event description:
The patient is pending a consult with the surgeon.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.